Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 270 mg/dl and was subsequently hospitalized; cause was unknown. Customer attempted to address elevated bg via a correction bolus and multiple supply changes. During hospitalization, customer received treatment in the form of intravenous fluids of saline. System check with tandem technical support confirmed that the pump was functioning as intended. However, the customer declined to remove and inspect the infusion site. Customer was released from the hospital subsequently the same day with issue resolved and in stable condition.